Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had a fracture. The right ventricular (rv) lead had rising pacing impedance. The atrial also had rising impedance. Both leads were explanted and replaced. During extraction, the lv lead fractured at the level of the coronary sinus ostium and a fragment of the lv lead was left behind. A new lv lead was not implanted due to the residual lead fragment and possible scarring. A new lead was implanted in the rv left bundle branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: cd3357-40 crt-d, implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial lead had a fracture. The right ventricular (rv) lead had rising pacing impedance. Both leads were explanted and replaced. The left ventricular (lv) lead was also fractured and during extraction a fragment of the lead was left behind. A new lv lead was not implanted due to the residual lead fragment and possible scarring. A new lead was implanted in the rvleft bundle branch. No patient complications have been reported as a result of this event.